Event description:
"B subgl infra bilumen mentor 200/225 implants for augmentation w/solumedrol in pocket. C/o 1 yr lump medial r breast slowly enlarging. C/o b always hard. Was seen by their md who told them this was medial herniation and he could fix it for a fee." Pt deferred. "New c/o some gi disturb, cramping, diarrhea, and now constipation w/extensive w/u including laparoscopy, bae and colonoscopy w/dx only ibs - assoc w/this is some lbp w/occ pain in breasts (shooting). No decreased size. No h/o closed capsulotomy, although md sqeezed it to examine."